Event description:
As reported for this event by the customer, when the device disinfection concentration was checked, the concentration value was lower than two. One procedure was performed with a scope reprocessed in the device with the lower concentration of the disinfection and used on a patient. There is no harm reported to the patient.

Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). This device is not sold in the us but a similar device is. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the concentration issue could not be determined. It is possible that the concentration of the disinfectant was not measured before each use. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿3.9 checking the disinfectant solution concentration level has the following description to alert the user. When reprocessing endoscopes, always use an aceside checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. Please be sure to replace the disinfectant solution before the disinfectant effect disappears.¿ olympus will continue to monitor field performance for this device.